Event description:
It was reported that episodes of oversensing due to myopotentials were observed on the device. Technical support was contacted and provided programming recommendations, however, no intervention was performed at this time. The patient was stable.

Event description:
Additional information received indicated the event was observed at a follow-up in clinic.